Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an inspection, the engineer noticed that user has mechanically damaged the cs100 intra-aortic balloon pump (iabp) helium cylinder mounting knob on the pump stub. There was no patient involvement reported.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3 h4,h6(type of investigation, investigation findings, component, investigation conclusions),h11 a getinge field service engineer(fse) evaluated the unit and noticed that the user had mechanically damaged the helium cylinder mounting knob on the pump stub - an element that needed to be replaced (the damaged part could be replaced by the user). There will be an offer for this item. There will be no exchange report. The knob was ordered po2005817537, delivered to the client.

Event description:
N/a.